Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and inspected the instrument confirming the failures. The incubator was out of alignment to cup pick up assembly. Fse had to align the incubator twice. Ran cup transfer test ten times with no further errors. Customer ran patient samples but the incubator went out of alignment again. Parts were ordered to replace the incubator assembly. Fse verified alignments and ran a cup transfer test fifteen times. Instrument is operating as expected with no further errors. The customer ran quality controls and patient samples with no errors. The aia-900 was operating as designed. The probable cause of this event was a failure of the incubator alignment. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-900 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. C.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. C.transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. Sorter dropped cup cause: when the cup hold sensor s027 fails to detect a cup before it is released in the dispensing lane. Action: the sorter will be paused, and the equipment goes into standby status. The operator is instructed to open the sorter and remove the dropped cup, then close the sorter and restart the assay. If the error reoccurs, contact the service department.

Event description:
The customer reported receiving an error 4153 (c trans z home overrun) on their aia-900 analyzer. Customer also reported errors 2160 (c trans z cup not detect error) and 2205 (sorter dropped cup). Customer tried troubleshooting by cleaning the pickup but error persisted. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, pth, bhcg, pth, and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.